Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Injuries or adverse event: no. Reported issue: multiple infiltrated ivs, leaks at the catheter and blue hub connection. (B)(6)2025.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report of a leak was confirmed and the cause appeared to be manufacturing related. One 22g insyte autoguard IV catheter was returned for investigation. A functional test confirmed a leak from the catheter tubing. A microscopic examination revealed a breach in the catheter near the nose of the adapter. The location of the breach was consistent with damage that is caused during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.